Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number 11c23h25 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.